Manufacturer narrative:
The occupation of the initial reporter is unk.

Event description:
It was reported that the ge device was not working as expected. The clinician noticed that the alarm default settings had changed without intervention, and also noticed that an alarm pause occurred at the dash monitor that was not initiated by the nurse. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.